Event description:
It was reported that, the pacemaker system was explanted and replaced due to advisory and prophylactic, nonetheless, a lead safety switch (lss) was found due to high impedances out of range on this right atrial (ra) lead. Subsequently, the device was reprogrammed. Additionally, noisy signals and signals from the right ventricular (rv) lead were oversensed on the ra channel on the blanking zone post the lss. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).